Event description:
New information received notes that the lead was tested in clinic and the previously recorded lead noise could not be reproduced. Programming changes were made. Patient was scheduled for another visit for review. The patient's condition still remains asymptomatic.

Event description:
New information received notes that several non-sustained oversensing episodes were observed. No symptoms were reported. All lead measurements were normal. Further testing and device reprogramming was recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to clinic after receiving vibratory patient notification alert, non-sustained rv oversensing was observed upon device interrogation. Rv lead testing showed a marked rise in threshold, drop in sensing and impedance. All other measurements were satisfactory. The physician elected to observe the lead behavior closely before intervening. Patient will be monitored closely with follow-ups in weeks' time. Patient remains asymptomatic and stable.